Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 60% stenosed anatomy and/or other devices resulted in the reported difficult to remove. Interaction/manipulation of the device resulted in the reported stretched coils and ultimately resulted in the reported material separation. The treatment appears to be related to the operational context of the procedure as reportedly two stents were implanted to embed the separated portion in the wall of the vessel and prevent future migration. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 60% stenosed lesion in the right coronary artery (rca). A 014 bmw 3cm guide wire (gw) was advanced beyond the target lesion and used for the procedure without issue. During removal, the guide wire became stuck at the distal level of the vessel and could not be removed. An unspecified balloon was advanced to try to free the guide wire, but the radiopaque part of the guide wire separated and frayed in the anatomy. Two stents were implanted, one downstream and one upstream of the separated guide wire segment, to embed it in the wall of the vessel and prevent future migration. There was no adverse patient sequela. No additional information was provided.